Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-01570. It has not been determined whether the device will be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, while performing an inventory inspection, there was "foreign matter inside the sterilized pouch", of two fire star devices. The foreign material seemed to be fibers. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for the foreign material. The units were not clinically used and had not been re-packaged or re-sterilized.

Manufacturer narrative:
As reported by an affiliate, while performing an inventory inspection, there was "foreign matter inside the sterilized pouch", of three fire star devices, instead of two as previously reported. The foreign material was inside of one lot# 13398850 and inside of two lot# 13398068 sterile pouches. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-01569 and 9616099-2009-01570. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-01569 and 9616099-2009-01570. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The actual device has not yet been returned for evaluation.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-01569 and 9616099-2009-01570. During inventory inspection of 3 durastar ptca balloon catheters. Foreign material was noted in the sterile pouches. The pouch seals remained intact. The products were not used and no pt injury occurred. Pi # 1-8z8h36 (2 units) neither product was returned for evaluation; however, photos showing a black fiber and a blue foreign particle in the sterile pouch were received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based upon the photos, the complaints could be confirmed and the issue is considered related to the manufacturing process dpra 12058105 was opened to address the issue.